Event description:
Customer reported to horiba medical (horiba) that on (B)(6) 2012, the abx pentra 60 c+ hematology analyzer (pentra 60 c+) generated pt results that were not matching with the previous results. The physicians questioned the results. Customer indicated pt treatments were not affected. Customer reported they conducted a precision test. The precision test showed high coefficient of variance on the complete blood count parameters. The instrument was shut down until service could be conducted. A horiba medical field service rep (fsr) was sent to the site to evaluate the instrument. The fsr reset the sample probe alignment, which was determined to be the root cause of the mismatching results. The sample probe alignment can be compromised during cleaning cycles due to mishandling by the user. The fsr additionally inspected and rebuilt the sample syringe and sample probe to ensure there were no other servicing issues that needed to be addressed. The fsr validated the system, verified all controls passed, and verified the instrument was performing per specifications. A f/u call to the customer 3 days after the service was performed, confirmed that the instrument was continuing to perform appropriately.